Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Customer reported that the device had a force sensor error. Unable to confirm customer report of force sensor error. Device force sensor readings are all within tolerance during investigation. Device passes plunger travel, occlusion, and flow accuracy testing without error. Probable cause due to known manufacturing issue with force sensor. Device is repaired by replacing the force sensor gauge. Visual and functional testing was performed. Review of event log found base task timeout. Review of service history found no service within the last 12 months.

Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event: unknown. Hence the first date of reporter's awareness date was updated.

Event description:
It was reported that the device had a force sensor error. There was no patient involvement, and no patient harm.